Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2024 in which their ipg was explanted and replaced.

Event description:
It was reported that the patient's ipg was inoperable following an unrelated procedure. The patient did not set the ipg to surgery mode. Surgical intervention is pending to address this issue.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.